Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 25-feb-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain and failed back surgery syndrome. The pump was used to deliver hydromorphone. Dose and concentration information was not reported. It was reported that the patient had their pump replaced on (B)(6) 2024 because the "catheter or the pump were leaking". The patient started getting no pain relief "about march/april of 2024 but it could have been longer than that". The doctor tried to take the fluid out of the catheter but they could not get anything to come out. Magnetic resonance imaging (MRI) was also completed. The patient "just had the pump filled on friday" and it was leaking. Per the patient, the pump was "due for a battery change but the surgeon wanted to replace everything, so they put in a new pump". Per the patient, it was determined that the pump and catheter were leaking and "it was close to a month ago".